Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the right side.